Manufacturer narrative:
Insulin pump received with error no motor movement or negligible during rewind due to corroded motor home switch. Unable to confirm error and unable to perform any tests due to no motor movement or negligible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no motor movement or negligible movement. Retries to free a stuck motor failed error alarm. The customer¿s blood glucose level was 156 mg/dl. The customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.